Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the device alarmed off no power alarm without low battery alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor passed motor test. No off no power without low battery alarm anomaly noted. The currents are within the specification range. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clips lot, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and missing end cap sticker.